Manufacturer narrative:
Section b2 - the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the bad cubie pocket. A field service engineer cleared the bad cubie pocket and mentioned that customer will replace bad pocket to get issue resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a jammed drawer. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.